Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 400mg/dl. It was stated that the customer had a bent cannula, and he was not able to keep down his blood glucose since then. Troubleshooting was performed. The time and date on the device were incorrect. Assisted the caller to correct them. Reviewed the alarm history and found a no delivery and off no power alarm before his admission. Assisted the nurse to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the nurse that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.